Manufacturer narrative:
(B)(4). Device evaluated by MFR: device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that the tip of the wire was broken. A filterwire ez¿ was selected for use. During preparation, upon removal of the wire from the holder, resistance was encountered as the wire seemed to have caught by the wire introducer and the tip broke. The procedure was completed with another of the same device. No patient complications reported and the patient's condition was good.